Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 40 mg/dl. Low bg cause was not known. Customer required assistance from an ambulance, which administered a glucose IV and monitored the customer. The customer¿s bg increased to 105 mg/dl.